Event description:
Information received by medtronic indicated that the customer experienced high blood glucose value of 400 mg/dl. The customer did not experience any symptoms. Customer treated with manual injection. Blood glucose was 245 mg/dl at the time of call. Customer also reported that they visited the doctor and realized there was a strange sound when the pump needs to rewind, pressure test and rewind did not work either. Customer was assisted with troubleshooting. Displacement test was performed but failed. Customer thinks pump was under delivering and the blood glucose was not going down and no insulin passing by the infusion set. The customer stated the device shows no signs of physical damage. No harm requiring medical intervention was reported. Customer will discontinue using the insulin pump for treatment. The device is expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No anomaly noted when performing the occlusion test. There was no unexpected motor noise anomaly or rewind anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 31-may-2023 in the pump history file. On (B)(6) 2023 06:08:50.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 8. Bolus amount delivered = 1.65. On (B)(6) 2023 06:17:41.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.4. Bolus amount delivered = 0.15. On (B)(6) 2023 06:18:22.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.2. Bolus amount delivered = 0.05. On (B)(6) 2023 06:27:44.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5.5. Bolus amount delivered = 5.5. On (B)(6) 2023 08:10:00.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 8.1. Bolus amount delivered = 1.275. On (B)(6) 2023 08:10:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 7. Bolus amount delivered = 0.15. On (B)(6) 2023 16:47:50.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2023 16:50:40.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 6. Bolus amount delivered = 3.25. Please see below for the daily total of all insulin delivered on the event date 31-may-2023. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 34.8. Daily total of basal insulin delivered = 20.775. Daily total of bolus insulin delivered = 14.025. There were no auto suspend (12) alarm noted in the pump history file. Please see below the user suspended alarm listed on the event date 31-may-2023 in the pump history file. On (B)(6) 2023 03:40:27.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. On (B)(6) 2023 10:17:20.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. On (B)(6) 2023 15:36:21.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. On (B)(6) 2023 19:00:00.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. Please see below for the pump error(s) / alarm(s) noted 1 week prior to the event date 31-may-2023 in the pump history file. On (B)(6) 2023 20:56:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 06:27:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 06:30:56.000 battery removed. On (B)(6) 2023 06:30:56.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 06:31:10.000 battery inserted. On (B)(6) 2023 03:19:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:29:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 03:40:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 06:08:50.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 06:17:41.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 06:18:22.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 08:10:00.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 08:10:42.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 08:11:44.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:04:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:14:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:25:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:26:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:27:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2023 15:28:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 10:24:00 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert and change battery fault alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert (104) unknown. Change battery fault (73) unknown. No delivery (7) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the pump and passed. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Possible under delivery anomaly not confirmed. Motor noise anomaly not confirmed. Rewind anomaly not confirmed. Pressure test anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.